Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer kept on receiving start new sensor alert while on warm up. The customer also experienced unexpected reinitialization. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for unexpected reinitialization and confirmed the presence of sensor connected alerts in the past. Troubleshooting was performed for start new sensor alert and confirmed that the customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. Radio frequency icon did not turn green. No harm requiring medical intervention was reported. Product return was required for mmt-7841zn.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and the connector pins, unable to continue with functional testing or sensor alarms due to physical damage. In conclusion, the customer complaint of unexpected sensor alarms anomalies could not be confirmed, due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.